Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges "damage after the release of the fsn. In addition to this, he claimed for a tube provided with the device by his provider which was not the tube indicated in the IFU the tube is locked. The patient was already suggested to contact his provider". There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.